Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing impedance. The rv lead remains in use. The patient is a participant in the (B)(4) study. No patient complications have been reported as a result of this event.